Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a battery life issue and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events and post delivery motor power supply fault alarms on (B)(6) 2016. There was evidence of moisture behind the display lens. There was a casing crack near the case seal. A call service 078 motor rewind error was received on each "rewind" attempt. The pump passed a leak test. There was evidence of moisture contamination throughout the inside of the pump.

Manufacturer narrative:
Follow-up #2 date of submission 02/06/2017 - correction to serial #.